Manufacturer narrative:
This device is used for therapeutic purposes. Cp393-2 bipolar valleylab cable 4.5m, lot# unknown/not provided (x2). (B)(4). The devices were returned for repair. Evaluation found one of the cables did not pass electrical continuity tests and two cables showed traces of burn at the connection area. The most probable cause of the burn is the formation of an electric arc due to the presence of humidity at the connection area. The cables were replaced and returned to the customer.

Event description:
It was reported that three bipolar cables were returned for service and repair. The cables had evidence of electrical arcing at the connection area and did not pass electrical continuity tests. There was no report of patient impact or injury.